Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was in hospital the week of (B)(6) 2025 had 12 inches of their colon removed. They kept sedated most of the time. Patient woke up one day to a burning sensation and the nurse was called. They had to put a special ointment on down there after they removed the purewick. They had no idea when they put the purewick in them. They were allergic to foam rubber but patient was awake to let them know. Patient would never use the purewick female external catheter again.

Event description:
It was reported that the patient was in hospital the week of (B)(6) 2025 had 12 inches of their colon removed. They kept sedated most of the time. Patient woke up one day to a burning sensation and the nurse was called. They had to put a special ointment on down there after they removed the purewick. They had no idea when they put the purewick in them. They was allergic to foam rubber but patient was awake to let them know. Patient would never use the purewick female external catheter again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.